Event description:
Additional information received clarified the patient did not had withdrawal or underdose in the year of 2011.

Event description:
Additional information: it was reported that during the recovery period following pump implant in 2006, the patient began to have severe chills, profuse sweating and pain with tremors. The patient stated that she notified her physician who "did nothing". The symptoms resolved and the patient would "carry on" having intermittent episodes of the same symptoms which would resolve after 15-30 minutes. The symptoms became more frequent and in (B)(6) 2011, during a refill, more medicine was withdrawn from the pump than was expected. The patient was referred to another physician and was scheduled for replacement surgery in (B)(6) 2011. Following the replacement of the pump and catheter the patient remained hospitalized overnight. The physician had stated that the catheter was found in the epidural space. The new pump was never turned on and the health care provider asked the patient if she was going through withdrawal (refer to manufacturer report # 3004209178-2011-09632).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709 lot # l63772 implanted on: (B)(6) 1999 explanted on: (B)(6) 2011; 8590-1 dacron pouch lot # n080310 implanted (B)(6) 2006 explanted unknown. (B)(4).

Event description:
An underdose was reported. The patient reported that last (B)(6) 2011 their pump malfunctioned and they had experienced withdrawal, sweating, pain, longevity and endurance issues. The patient was on 26mg/day with noted sweating, increasing pain and decreasing endurance over the summer of 2011. The patient believed the morphine in the pump had crystalized. The pump was replaced 2011. The patient further reported that the pump gave them their life back enabling them to return to work and get off disability beginning in 2007. It was noted that the dose had been set at 27mg/day medicating the patient's neck and lumbar region from multiple failed surgeries and cervical/lumbar fusions. Per the patient the hcp that initiated the pump placement had left the practice unexpectedly and when they set up the office they were no longer accepting the patient's insurance. The patient indicated that they were "stuck" with another hcp who "never put hands on me, I just had my pump refills" as wells as lortabs for breakthrough pain. The patient indicated that there had been no changes for the past 6-7 years. The pump was used to deliver morphine.

Manufacturer narrative:
Analysis of the catheter found a dark residue occlusion in the dispensing holes which was event related. Partial catheter was returned with anchor attached. Three areas of abrasion and a break (break did not leak) were found on the returned portion of the catheter. A dark foreign material was found in the most proximal dispensing hole, occluding the catheter. The dark material was able to be cleared from the dispensing hole to decontaminate the catheters lumen. Analysis of the pump found no pump anomaly. The only thing of note in the pump logs was the motor stall recovery light was flagged. The pump passed all non destructive analysis, and full destructive analysis was done finding no anomalies.

Event description:
Additional review reported that the patient went through withdrawal due to the catheter was in the epidural space as previously reported. The patient felt bad and had elevated blood pressure.